Event description:
A home patient reported minicaps to be dry. Per home patient, the sponge is light brown in color. The home patient reported no pt injury or medical intervention associated with these incidents.